Event description:
A report was received that the patients ipg was bulging in the shoulder causing discomfort. No skin breakage was noted. The patient underwent a revision procedure wherein the ipg was relocated from shoulder area to the lower flank area. The patient was doing well postoperatively.